Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure, the tip of the harmonic ace instrument broke. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury. Due to the alleged issue, the procedure was delayed by 15minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.412¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.